Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Additionally, the cartridge was leaking due to the customer overfilling it. Customer¿s blood glucose was 316 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.